Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of right shoulder components due to pain, decreased range of motion and signs of infection. The case report form indicates this event is not related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of right shoulder components due to pain, decreased range of motion and signs of infection. The case report form indicates this event is not related to devices. This event report was received through clinical data collection activities.